Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis with the following findings: the battery was not returned with the pump for investigation. Investigators were unable to get the pump to power on. There was moisture visible in the display screen. Evaluation revealed that the keypad was torn, there was a keypad leak, and there was evidence of moisture damage observed on the pcb. The hot pump complaint could not be adequately investigated due to the failure of the pump to power on.

Event description:
The patient reported that the pump's battery was hot to the touch. The patient confirmed that there was no injury involved. Patient reported going she went into a pool with the pump and noticed that the pump felt warm. Patient reported that the pump's screen was blurry and she noticed that the keypad was torn near the arrow buttons.